Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values 7 days after the sensor was inserted in the abdomen. On (B)(6) 2024 while eating at home, the patient became unconscious. The parent found the patient unable to talk or walk. The reading at that time was not specified nor clarified. It was not specified nor clarified if a bg was checked at that moment. The parent called an ambulance, and the patient was transported to the emergency department (ed). In the ed, the reading was 150 mg/dl while the bg was 300 mg/dl by the nurse. The sensor was removed by the nurse. The patient remained unconscious for 2 days. While hospitalized, the patient was treated with fluids, more insulin, electrolyte, and sugar fluids. The patient was discharged on (B)(6) 2024 with a bg of 154 mg/dl. At the time of the report 2 weeks after the episode, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.